Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "scan error" message when scanning the adc device. The customer therefore did not have sensor readings or high/low glucose alarm and had headache, subsequently losing consciousness. A healthcare professional was called to home and customer treated with glucose injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors and the review identified a tripped trend and addressed in the tracking and trending review process. This trip was related to android 13 os trend, not android 10 os. No trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "scan error" message when scanning the adc device in use with samsungj6, os 10, app version 2819305. The customer therefore did not have sensor readings or high/low glucose alarm and had headache, subsequently losing consciousness. A healthcare professional was called to home and customer treated with glucose injection. There was no report of death or permanent injury associated with this event.